Manufacturer narrative:
(B)(4). The mis ti cannulated extended tab 7x50mm polyaxial screw (product code: 1867-70-050, lot number: atjcpp) was returned to the complaints handling unit (chu) on february 24th, 2016 for evaluation. The screw featured no immediately observable damage, but does show signs of use. The anodization towards the tip of the screw shaft is slightly discolored. Also, there appears to be tissue lodged in the cannula. However, there is no definitive evidence of failure in the screw. While signs of use are present, no damage to the screw was found that would affect its functionality. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A trend analysis was conducted. As a result, no further complaint actions are required. The root cause of the implant placement issue cannot be determined from the sample and the information provided. No systemic trends were observed in this complaint file. Therefore, this complaint file will be closed with no further action required.

Manufacturer narrative:
(B)(4) a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A surgery to implant a viper2 xtab onto the patient's l3-4 for lumbar spinal stenosis and spinal disc herniation was performed on (B)(6) 2016. It was reported that the reported cannulated x-tab screw got herniated into the spinal canal during its insertion, and the dura mater got torn. The screw was inserted percutaneously. Although the insertions of the probe, the guide wire, and the tap were successful and they did not herniate, the guide wire got slightly come out when the tap was withdrawn from the vertebral body, and the surgeon inferred that this might have caused the screw to get herniated. A synthetic dura mater was grafted onto the torn part, and the surgery was completed with 90 minutes delay. The patient was checked up after the surgery, and he did not seem to have any consequences and was able to move his legs without having any problem.